Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent balloon kyphoplasty due to vertebral compression fracture. Intra-op, during inflation, the balloon of the inflatable bone tamp (ibt) burst. Sterile water and contrast media mixed in the ratio 1:1 flowed out intravertebrally. A new ibt was then used to complete the procedure. There was no delay in overall procedure time due to this event. Patient symptoms or complications as a result of this event were unknown.